Manufacturer narrative:
Reader (B)(6) has been returned and investigated. A visual inspection was performed and no issues were observed. Reader did not turn on with the button, strip, or universal serial bus (usb) cable insertion. Connected reader to computer and software and the reader was not recognized. The cable and adapter has not been returned. De-cased the reader and no issues were observed upon visual inspection. The returned battery was measured (2.98v), and results were found out of specification (= 3.7v). Placed returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). The reader turned on and battery was observed to be charging. The returned reader was sent for further investigation. The reader was examined and determined that the central processing unit (cpu) was causing the libre reader to be unresponsive to a button press, strip insertion touchscreen activation, and/or activation of a new sensor. When the cpu was physically pressed against the reader¿s print circuit board (pcb), the reader powered up and passed all internal built-in self-tests, and the complaint behavior was not observed. When the pressure was removed from the cpu, the reader would revert to their reported complaint behavior. Since the reader worked as expected when pressure was applied to the cpu, it was determined that there was a poor connection between cpu and pcb. The issue is confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. If the partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced diabetic ketoacidosis. Customer was unable to self-treat and was administered an "insulin drip" for treatment by a hcp. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced diabetic ketoacidosis. Customer was unable to self-treat and was administered an "insulin drip" for treatment by a hcp. No further treatment was reported. There was no report of death or permanent impairment associated with this event.